Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of a photograph provided confirmed that a portion of the pin was still assembled in the pin driver. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a shoulder arthroplasty, the pin became jammed in the pin driver and subsequently fractured. The pin could not be removed. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown pin catalog #: ni. Lot #: ni. G2 - report source - foreign: event occurred in canada. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-01013. H3: investigation incomplete.